Event description:
New information received notes programming changes were made and patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after remote checks noted non-sustained rv oversensing (nsrvo) episodes. The nsrvo episodes noted intermittent loss of right ventricular capture. Programming changes were discussed. Patient was discharged.